Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 51 mg/dl and 353 mg/dl. The customer reported that they treated low blood glucose level with food. The customer did not mention any symptom related to low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. (B)(4).